Manufacturer narrative:
(B)(4). Batch #unk . Date of event: date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a vats lobectomy procedure, the product el5ml was used and only two clips were closed correctly. All other clips either did not close or crossed each other and were unable to close the vessels. There were no patient consequences reported. No additional information can be provided at this time.

Manufacturer narrative:
(B)(4). H2: additional information received: clips received for evaluation, and device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2020. D4: batch # unk. Investigation summary: the analysis results found that only 2 el5ml clips were returned for analysis. Upon visual inspection of the clips, they were found to be scissored. As the device was not returned for analysis, no further testing could be performed. No conclusion could be reached as no device was received for analysis. H2: additional information received: a photo was also received for review. Upon visual inspection of one photo, the following was observed: the photo shows two clips inside of a plastic jar and clips appear to be not properly formed. Based on the photo alone, the event described is confirmed, however no conclusion or root cause could be determined as no device was received for analysis. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.